Event description:
On (B)(6) 2012, the patient contacted animas stating that she experienced a blood glucose (bg) value of 555mg/dl with thirst. The pump reportedly emitted a call service alarm prior to the call with cs that she did not clear. Cs had the patient replace the tubing first and the patient was still unable to prime. The patient reportedly then replaced the site/set and cartridge and still was not able to prime. The patient reportedly treated her bg by bolusing 0.40 units via the pump and then took a correction injection of 12 units of insulin. This complaint is being reported based on the following reasons: the reported issue was not resolved during troubleshooting, the patient experienced a hyperglycemic event while using insulin pump therapy and it was unclear as to whether or not the product caused or contributed to the reported event. Additionally, use error contributed to the reported bg excursion due to a delayed response from the patient in not addressing the alarm that the pump appropriately emitted.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump on (B)(6) 2012 and confirmed that it was operating within required specifications at the time of release.